Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during plunger retraction no suture was attached to the needles. Another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the device was partially deployed. Both cuffs were captured and attached to the needle tips. The link had broken at the posterior link. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment, therefore the reported experience of no suture attached to the needles during plunger retraction is confirmed. During step # 3 (plunger and needles removal from the device body) the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach. A link detachment can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the analysis, the probable cause of the link detachment is related to the operational context during use. There was no product quality deficiency detected that would contribute to this event. A review of the finished product history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.